Manufacturer narrative:
(B)(4).

Event description:
It was reported that the previous sensor session was continuing. The sensor was inserted into the abdomen on (B)(6) 2024. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.